Event description:
A customer reported experiencing dim lighting with both ports during vitrectomy procedures. They are able to complete the cases with the dim light. There has been no harm to the patients.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).